Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Additional analysis discovered device was in backup operation. The device was received in backup operation. An analysis of the device image determined backup operation occurred due to a checksum error. Attempts to reload product code were unsuccessful due to low battery voltage. The device was cut-open, and the device battery was found to have reached end of life (eol). A longevity assessment was performed, and the implant duration was found to exceed the total projected longevity based on nominal settings indicating normal battery depletion. After replacing the device battery, product code was successfully download, and the device exhibited normal characteristics. Checksum error reset could not be reproduced.

Event description:
During the analysis, a failure event was observed which was unrelated to the reported event. The device was confirmed to be in backup vvi mode. The patient was in stable condition